Event description:
It was reported that a balloon burst occurred. The >50% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel. During the procedure, an 18x90 wallstent was placed bilaterally on the inferior vena cava (ivc) through the common iliac vein (civ). Then, two 18-4/5.8/75 xxl esophageal balloon catheters were placed at the proximal of the stent for post-dilation. However, when the balloon catheters were inflated at 5 atmospheres for a few seconds, this balloon would not hold pressure, and when negative pressure was applied, there was blood returning to the indeflator. Consequently, the balloon burst. The balloon was removed fully intact, and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a balloon burst occurred. The >50% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel. During the procedure, an 18x90 wallstent was placed bilaterally on the inferior vena cava (ivc) through the common iliac vein (civ). Then, two 18-4/5.8/75 xxl esophageal balloon catheters were placed at the proximal of the stent for post-dilation. However, when the balloon catheters were inflated at 5 atmospheres for a few seconds, this balloon would not hold pressure, and when negative pressure was applied, there was blood returning to the indeflator. Consequently, the balloon burst. The balloon was removed fully intact, and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 5mm in length and extended from a position 6mm proximal of the proximal markerband to 1mm proximal of the proximal markerband. The rated burst pressure for this device is 8 atmospheres as per specification. A visual and tactile examination identified no issues with the shaft. A visual examination identified no issues with the tip of the device. This concludes the product analysis.